Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving clonidine (200 mcg/ml at 60 mcg/day), hydromorphone (20 mg/ml at 6 mg/day) and bupivacaine (20 mg/ml at 6 mg/day) via an implantable infusion pump. It was reported that the patient came in for a refill on (B)(6) 2021 and upon interrogation they noticed the pump had stalled on (B)(6) 2021. The pump had not been alarming and there was no volume discrepancy or therapy issues. The caller was instructed to re-interrogate the pump, which prompted a motor stall recovery. It was then confirmed that the patient had an MRI on (B)(6) 2021 and the pump was not checked after the MRI. Telemetry state was reviewed with the caller and the issue was resolved.